Event description:
Customer reportedly obtained results of approximately 440mg/dl, 367mg/dl, and approximately 200mg/dl on the advantage system while a professional device produced a result of 130mg/dl. All results obtained within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.